Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel perforation occurred. The target lesion was located in a coronary artery. Several guide wires were used during the procedure, one of which was a 190cm straight-tip marvel guide wire. However, when the physician tried to pass a wire down the vessel, the procedure became complicated due to a perforation of the vessel. The physician then used a stent to resolve the perforation. The physician did not blame the marvel guide wire nor made mention of the case or any other complication. No further patient complications were reported and the patient's status was stable.